Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment for, and outcome of the peritonitis were not reported. The peritonitis was manifested by acute abdominal symptoms (not further specified). No further detail was provided regarding whether the patient was hospitalized for the event or if extraneal/physioneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the peritonitis was manifested by diarrhea, nausea, abdominal pain, vomiting and cloudy effluent. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with vancomycin, cefazolin and gentamicin (no further details). Pd therapy was ongoing. At the time of this report, the patient was recovering from this peritonitis event. Minicap, titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient¿s age previously reported as 77. Should additional relevant information become available, a supplemental report will be submitted.